Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturing representative (rep) called with the patient present in the clinic reporting that they are having difficulty with recharging their ins, as they are seeing a por message, as well as a message stating 376. Rep reports the cord of the antenna is also damaged where it connects into the recharger. Rep states this began last month, later stating two weeks ago. Rep states that the patient is able to start a normal charging session, however the first two boxes flash and it doesn't seem to increment. Ts sent email to repair to replace the antenna for the wireless recharger kit, as rep asked for this specifically.